Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the ligator head was returned and the handle was not returned for analysis. It was also observed that the ligator head was returned with five bands attached which were moved from their original positions and overlapped. The suture thread remained attached to the ligator head with seven knots present. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was confirmed. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated the suture thread would have experimented difficulties to release the bands, which may have caused that some bands got overlapped within each others and causing that some bands got released at the same time, as consequence of the resistance/tension submitted on the device during the deployment the teeth got damaged. Taking all available information into consideration, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, it was observed that all the bands were dislodged at the same time from the ligator head when deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, it was observed that all the bands were dislodged at the same time from the ligator head when deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.